Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30498821m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a premature ventricular contraction (pvc) ablation procedure with a ez steer¿ thermocool® nav bi-directional catheter. The patient suffered complete heart block requiring indwelling ICD to have pacer settings activated. During ablation the patient had av block. The patient originally had an ICD, and we put v pace. The patient originally had an ICD and left the room with a ddd setting with a v-pace. The physician commented that when ablation was done, the catheter jumped. Additional information: they said it remained 8/3 complete. The patient was originally implanted with an ICD and v pacing was added. The adverse event occurred during use of bwi products. The patient's condition was reported as having improved. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.